Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The clevis pieces were disengaged from one side of the instrument. The piece was received in a small plastic bag. No other visual abnormalities were observed. The photographs are consistent with the visual observations of the physical device. The articulation knob functioned properly. The knob to expand the blades functioned properly; the blades could be expanded fully. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, when retracting the kidney, the parts were cracked and fell into the cavity. The pieces were retrieved. New one was opened to correct the problem.